Event description:
I suffer from sleep apnea, asthma and reactive airways disease requiring a CPAP (continuous positive airway pressure) machine for life. The weather outside was such that warm air in the tube was not necessary until around the end of november when it turned cold and then heat from the tube would have been great. I developed a terrible cough and respiratory issues and went to urgent care clinic on (B)(6) 2024 and am continuing with follow up care from doctors to date. I then thought back and realized that the heated tubing in my current philips dreamstation at some point became inoperable and was not working. Ice cold air had been blowing into my lungs unknowingly for extended period of time - around the same time that I became ill towards the end of (B)(6) 2024. I am now trying to get a new CPAP machine from another vendor because I called philips and they refused to help at all and said they do not service or respond to technical issues with the machines they produce and sell. So I have to call (B)(4) my CPAP supplier. I already was involved with the first recall and now I have more issues with this replacement device.